Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the mid left anterior descending artery. Details of the lesion are unknown. The nc quantum apex mr 8mm x 2.75mm balloon was inflated. On the second inflation the balloon ruptured at twenty two atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The reported information indicates that the device was used contrary to cautions against inflation above rated burst pressure, which may have contributed to the reported balloon burst, therefore the root cause classification user/ use error has been assigned. (B)(4).